Manufacturer narrative:
Upon reassessment of the reported event, this device was determined to be not reportable and did not contribute to the reported event. The initial report was forwarded in error and should be voided.

Event description:
Upon reassessment of the reported event, this device was determined to be not reportable and did not contribute to the reported event. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis, due to location of device is unknown; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2021 - 02290.

Event description:
It was reported by patient's legal counsel that the patient was diagnosed with pelvic chondrosarcoma and underwent an internal hemipelvectomy where a prosthetic implant was implanted to replace patient¿s pelvis and hip. After a period of time, the patient complained of numbness in the left leg. Hospital staff discovered there was no sufficient blood flow and patient was revised approximately 2.5 weeks later. Attempts have been made and additional information on the reported event is unavailable at this time.